Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 300-30-10 - equinoxe preserve stem 10mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) 321-52-07 - 3.2mm drill bit sterile. (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack.

Event description:
It was reported that this 72 y/o male patient's left shoulder was revised approximately 1 year 3 months post op. The glenosphere dissociated from the baseplate. Surgeon first removed the poly and the humeral plate to gain better exposure to the glenoid. He then removed the glenosphere which was loose. He then reimplanted a 38 glenosphere with screw and 0 humeral plate and 0 38mm humeral liner. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h4, g4, h6. MDR section codes updated/corrected: a, b, c, d, g. The revision reported was likely due to device-device loosening of the glenosphere locking screw and glenoid baseplate. Potential contributions of user and patient-related considerations to the event could not be assessed as the glenoid baseplate and locking screw were not returned, and radiographs closer to the revision date were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.